Manufacturer narrative:
Initially on (B)(6) 2019, the customer reported that when the patient ID was entered into the central nurse's station (cns) everything but the patient name would not populate which is resolved by manually typing in the patient name. Later, (B)(6) 2019, they reported that the cns stopped monitoring patient on bedside monitor without user intervention. The patient birth date information was going in and out during the duration of the admit and then the patient was dropped. No patient harm reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. Additional information: the following the hl7 gateway software cgs-9002, sn (B)(4) was used in conjunction with the cns.

Event description:
Initially on (B)(6) 2019, the customer reported that when the patient ID was entered into the central nurse's station (cns) everything but the patient name would not populate which is resolved by manually typing in the patient name. Later, (B)(6) 2019, they reported that the cns stopped monitoring patient on bedside monitor without user intervention. The patient birth date information was going in and out during the duration of the admit and then the patient was dropped. No patient harm reported.

Event description:
Initially on (B)(6) 2019, the customer reported that when the patient ID was entered into the central nurse's station (cns) everything but the patient name would not populate which is resolved by manually typing in the patient name. Later, (B)(6)2019, they reported that the cns stopped monitoring patient on bedside monitor without user intervention. The patient birth date information was going in and out during the duration of the admit and then the patient was dropped. No patient harm reported.

Manufacturer narrative:
Details of complaint: on (B)(6) 2019 customer stated that they were experiencing adt issue: when an mrn (medical record number) is entered, everything populates except for patient name. Log analysis were performed by nkc. Investigation was also conducted by nka's onsite personnel. The following findings were noted: it has been narrowed down that the patient ID# is not being entered for patients that are being transferred directly into their ICU from other facilities. When the hospital receives a transfer from another hospital, they admit the patient by just inputting the first and last name because the patient ID # has not been created yet. It takes the facility 30 minutes to an hour to assign a patient ID# to the patient and once it is assigned, no one is going back into the cns to put that number in. When the morning shift gets in, they notice the patient ID# is missing, but the number was never entered into the system. This is a procedural issue and needs to be corrected by the facility to ensure the patient ID # is being inputted once it is available. This will fix the issues with patient ID #'s missing from the station. The logs looked at by nkc show no record of a patient ID # being entered in on the cns or bsm. Service requested: troubleshooting. Service performed: nkc analyzed the logs. User's workflow was determined to be causing the reported incident. Investigation summary: the overall risk of this event, taking into consideration of severity and probability, is low. Service history for this facility shows this is an isolated incident. The root cause of the issue was determined to be the user's workflow. Additional information: d10 concomitant medical product: the following hl7 gateway software was used in conjunction with the cns. Cgs-9002 sn (B)(6) corrected information: b3 date of event: (B)(6)2019.